Manufacturer narrative:
Report number 2124215-2024-67563 refers to aus, patient code of infection. Report number 2124215-2024-66654 refers to aus, patient code of erosion. Report number 2124215-2024-67561 refers to aus, patient code of incontinence. Report number 2124215-2024-67569 refers to sling - mens, patient code of incontinence. Report number 2124215-2024-67571 refers to sling - mens, patient code of incontinence. Report number 2124215-2024-67573 refers to sling - mens, patient code of incontinence. D. M. Lopategui, t. Demus, c. Mallory, et al. A full bladder is not needed for the male stress incontinence grading scale https://doi.org/10.1097/upj.0000000000000520. Updated b5 describe event or problem and h6 patient codes.

Event description:
It was reported per a literature article in urology practice that a retrospective study was conducted to evaluate the male stress incontinence grading scale. A total of 40 cases of patients who underwent a sling placement, and 43 cases who underwent artificial urinary sphincters (aus) placement, between (B)(6) 2021 were assessed. The following boston scientific products were used during the procedures: sling advance xp and artificial urinary sphincters (aus). Following the procedures, four sling patients had persistence or recurrence of their incontinence, and three aus patients experienced complications. One sling patient opted to have the sling procedure after being advised to undergo aus implantation. The sling device only mildly improved his stress urinary incontinence (sui), so the patient underwent aus implantation two years later. Another sling patient had resolution of their sui for three months, but then experienced recurrence of sui. Another sling patient had worsening of his incontinence after experiencing a urinary tract infection and underwent aus implantation with sui resolution. The final sling patient had the procedure placed to treat climacturia, but he reported no resolution of his symptoms. One patient who underwent aus implantation experienced an erosion. Another patient who underwent aus implantation developed a perioperative infection which required removal of the device. The final patient who underwent aus implantation experienced relief of some symptoms but also experienced a persistence of urge incontinence. This report is for the sling patient who had worsening of his incontinence after experiencing a urinary tract infection and underwent aus implantation with sui resolution.

Manufacturer narrative:
Report number 2124215-2024-67563 refers to aus, patient code of infection. Report number 2124215-2024-66654 refers to aus, patient code of erosion. Report number 2124215-2024-67561 refers to aus, patient code of incontinence. Report number 2124215-2024-67569 refers to sling - mens, patient code of incontinence. Report number 2124215-2024-67571 refers to sling - mens, patient code of incontinence. Report number 2124215-2024-67573 refers to sling - mens, patient code of incontinence. D. M. Lopategui, t. Demus, c. Mallory, et al. A full bladder is not needed for the male stress incontinence grading scale https://doi.org/10.1097/upj.0000000000000520.

Event description:
It was reported per a literature article in urology practice that a retrospective study was conducted to evaluate the male stress incontinence grading scale. A total of 40 cases of patients who underwent a sling placement, and 43 cases who underwent artificial urinary sphincters (aus) placement, between april 2017 and september 2021 were assessed. The following boston scientific products were used during the procedures: sling advance xp and artificial urinary sphincters (aus). Four out of the 40 sling patients experienced incontinence, one of which had an aus placed. One patient had a sling placed mainly for climacturia and reported no resolution to it. One patient with an aus experienced erosion. One patient had a perioperative infection requiring removal of the aus. One patient experienced lessened symptoms, but incontinence was still present. A high success rate for both slings and aus was found.